Manufacturer narrative:
Common device name: stabilization or correction of spinal deformities without the use of fusion. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient's family contacted the hospital to explain the patient's situation to the doctor as follows: ¿the skin around the neck was swollen taking on red color and felt hard when touched, and the patient was claiming a slight pain¿. As a direct examination was determined to be necessary, the visit was set on (B)(6) 2017. On (B)(6) 2017, patient's neck area was apparently swollen and hard with red color. According to her family, there had been no events such as bumps. Rod was found to be lean toward the back under x-ray images. Nesplon tether between t3 and t4 on the left was considered to be broken. Patient was hospitalized immediately based on the determination that a re-operation would be necessary within a few days. The operation was arranged for (B)(6) 2017.the surgery went well on (B)(6) 2017. It was found that vertebral arches of t3 and t4 were cut out near spinous process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.